Manufacturer narrative:
Device manufacture date: the lot was manufactured between 02/22/2018 and 02/23/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Particulate matter was observed in a clearlink system continu-flo solution set. A ¿bug¿ was observed in the line during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.